Event description:
In 2005, I had the artificial disc replacement (charite) operation. Since this surgery, I have been in constant, excruciating and increasing pain. The pain is causing heart problems that have required hospitalization. I am now taking 8 (eight) lortab pills per day for pain. I can no longer function normally.